Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap is flush. The customer was explained the force sensor did not detect the reservoir during the setting process. Customer was advised to revert to back up plan. The customer is getting another pump from different company. The customer had to go and give herself insulin and she declined to troubleshoot for failed battery test.